Event description:
It was reported that during positioning of the balloon dilatation catheter in the superior femoral artery (sfa), the outer catheter shaft broke. The catheter was successfully retracted without issue. Another balloon ws used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for a complete circumferential outer catheter break, at the proximal butt joint. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The dorado pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.